Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter-defibrillator (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead dislodged after the scheduled right ventricular (rv) lead replacement procedure. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.